Manufacturer narrative:
The device was returned for analysis and it was noted there was a leak and a tear in the outer member distal to the guide wire exit notch. The reported deformation due to compressive stress was able to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that during advancement inadvertent mishandling and/or interaction with other devices resulted in the reported/noted device damages (multiple bends, outer member tear); thus resulting in the noted leak. There is no indication of a product quality issue with respect to manufacture, design or labeling.device code correction: code 1069 was removed

Event description:
It was reported that the procedure was to treat a moderately tortuous, moderately calcified left anterior descending artery. A 2.25x8mm trek balloon was being advanced when a fracture was noted in the middle and beginning of the shaft. The device was removed and another non-abbott device was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. Subsequent to filing the initial report, additional information was received from the account confirming that by 'catheter fracture' it meant that the shaft kinked in two parts, and was not fractured/broken. No additional information was provided. Device analysis noted there was a leak and a tear in the outer member distal to the guide wire exit notch.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a moderately tortuous, moderately calcified left anterior descending artery. A 2.25x8mm trek balloon was being advanced when a fracture was noted in the middle and beginning of the shaft. The device was removed and another non-abbott device was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.